Event description:
It was reported that there was a separation between the dark blue (female connector) and the light blue (main body) of at least four (4) minicap transfer sets. This occurred while disconnecting, after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(Lot #): h19k21052 was a suspected lot number. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.